Manufacturer narrative:
D2b: pro code (product code) itx, obj the device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the guidewire exit port was torn but the distal section of the tip was in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0-10cm from the distal housing. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to distal right coronary artery (rca). An opticross 6 hd imaging catheter was selected for ultrasound examination of the lesion. During advancement of a 5fr intravascular ultrasound (ivus) catheter through a non-boston scientific (non-bsc) guide extension into the distal rca, advancing difficulties were noted. It was then observed just before initiating live imaging, that the distal radiopaque (ro) marker had separated in the distal rca, while the ivus system was only visualizing the catheter and not the vessel. Due to the separation, the device was unable to visualize the vessel. The device was pulled and removed from the patient over the wire. It was intact but the ro marker was separated from the lens of the opticross catheter. The procedure was successfully completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b: pro code (product code) itx, obj.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to distal right coronary artery (rca). An opticross 6 hd imaging catheter was selected for ultrasound examination of the lesion. During advancement of a 5fr intravascular ultrasound (ivus) catheter through a non-boston scientific (non-bsc) guide extension into the distal rca, advancing difficulties were noted. It was then observed just before initiating live imaging, that the distal radiopaque (ro) marker had separated in the distal rca, while the ivus system was only visualizing the catheter and not the vessel. Due to the separation, the device was unable to visualize the vessel. The device was pulled and removed from the patient over the wire. It was intact but the ro marker was separated from the lens of the opticross catheter. The procedure was successfully completed using another of the same device. No patient complications were reported.